Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the insulin pump was not delivering and could not see drops. The customer's blood glucose was 588 mg/dl at the time of incident. The customer stated that she was trying to change infusion set to refill. The customer was advised to disconnect and reconnect the reservoir and the tubing. The customer performed plunger push and stated that the insulin did exit the tubing. The customer performed manual primed and stated that the insulin pump did not alarm no delivery. The customer was advised to treat the blood glucose per health care provider's instruction. The insulin pump will not be returned for analysis.